Event description:
It was reported that a malfunction occurred on the pump. The malfunction caused the customer's blood glucose level to display "high,"; however, a specific value was not provided. To address the high blood glucose, the customer "drank a lot of water". Technical support instructed the customer to plug the pump into a working power source, which resolved the issue as the pump screen turned back on, and the malfunction code no longer appeared after a reset. The customer was advised to continue using the pump and to call back if any issues recur.